Event description:
On (B)(6) 2022, a device evaluation was completed by kci quality engineering containing additional investigation of the power cords by a third party investigator. It was determined the internal smoke damage to the dc power supply was due to the short-circuiting of the switching transistor and damage to various other components within the power supply. Inspection of the power supply noted evidence of fluid ingress and corrosion of the exposed metals in the power supply. Corrosion caused movement of the solder which led to the short circuit of two pins of the transistor. As a result, caused high voltage to the damaged transistor and led to the eventual thermal and electrical overstress, resulting in thermal damage to the printed circuit board assembly. The origin, cause, and timing of the fluid ingress, leading to corrosion and thermal damage could not be determined.

Manufacturer narrative:
Based on the additional information regarding the power cord and power supply, kci's assessment remains the same. Kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. The origin, cause, and timing of the fluid ingress, leading to corrosion and thermal damage could not be determined.

Manufacturer narrative:
Based on the additional information regarding the power cord and power supply, kci's assessment remains the same. Kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. Additional investigation of the power cord and power supply are in process.

Event description:
On 12-apr-2021, the activ.a.c.¿ therapy system was tested per quality control procedure by kci service center, and the unit and cords passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, kci quality engineering performed an evaluation of the power cord and power supply. External inspection of the power cord and power supply revealed no evidence of thermal or smoke damage. Internal inspection of the dc power supply revealed evidence of smoke damage throughout. The cause and timing of the smoke damage could not be determined. The power cord and power supply were sent to a third party investigator to conduct further analysis.

Manufacturer narrative:
Based on information provided, kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. Additional investigation of the device is in process. Device labeling, available in print and online, states: warnings: important information for users: in order for kci products to perform properly, kci recommends the following conditions. Use this product only in accordance with this manual and applicable labeling. Ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. Do not operate this product if it has damaged power cord, power supply or plug. If these components are worn or damaged, contact kci. Do not drop or insert any object into any of the opening or tubing of this product. Keep the unit away from heated surfaces. Do not modify the therapy unit or dressing. Do not connect this product or its components to devices not recommended by kci. Avoid spilling fluids on any part of this product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci.

Event description:
On (B)(6) 2021, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system was allegedly smoking, burning and hot to the touch. There were no injuries to the patient or others. On (B)(6) 2021, the following information was reported to kci by the patient's wife: the alleged smoke and sparks originated from the power supply and not the therapy unit. A crackling noise was allegedly heard from the power supply before it began to spark, smoke and leak fluid. The smoke allegedly started small, began to build up and was continuous until the power supply was disconnected from the outlet. There were no injuries to the patient or others. A device evaluation of the activ.a.c.¿ therapy system is pending completion.